Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the reason for repair is unit is giving an error code and power button doesn't work. The key failure is the pilot valve is not switching. Additional malfunction is the power switch is broken causing weak/no alarm.